Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, reporter indicated patient was no show for follow up appointment. The patient sent an email to the customer, reporting that symptoms were much better and will call to come back in if they bother again.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a bilateral case of light sensitivity at two weeks post lasik procedure. Reporter indicated the patient was placed on an increased topical steroid eye drop dosage after trying an increase of artificial tear usage. Upon follow up, reporter indicated the patient issue is improving. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.